Event description:
It was reported that the customer experienced an issue with the pediatric stretcher. It was reported that the fowler access door did not remain secure when slightly shaken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.